Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) homechoice cassettes were damaged; further described as ¿small horizontal slits on the tubing¿. This was observed after removing the devices from the overwrap, prior to use of the devices for peritoneal dialysis (pd) therapy. It was further reported that ¿one tubing had slits on all five lines more proximal to the cassette and the other two cassettes had slits on two of the middle lines¿. The overwraps appeared intact with no noticeable cuts. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The samples were received for evaluation with the original caps attached to the connectors. A visual inspection with the naked eye noted surface markings on the tubing next to the cassette ports and tack weld. The surface marking was caused by grippers during automation assembly. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not identified as tubing damage. The markings do not affect the functionality of the sets and were found to meet product specifications. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.